Manufacturer narrative:
Product evaluation: the intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a patient complained of halos and glare following an intraocular lens (iol) implant procedure. The lens was removed and replaced. Additional information was provided that the patient also experienced poor vision.

Manufacturer narrative:
Product evaluation: the lens was returned inside a small plastic bag. Viscoelastic is dried on the lens. The lens is torn/cut into two portions, typical of an insertion and removal. The optic portions have additional split/cracked areas of damage. An area of split/cracked damage in the shape of an instrument used to grasp the lens was observed. A power and resolution test could not be conducted due to the lens was returned in pieces with additional optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. The specific cause cannot be determined for the complaint of "halo and glare, poor va". Additional areas of optic damage were observed. The root cause of the additional optic damage may be related to a failure to follow the directions for use (dfu). The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. An iol exchange for a difference greater than two diopters, indicates the event may be related to a calculation error. The manufacturer internal reference number is: (B)(4).

Event description:
The iol was replaced in a secondary procedure with a different model and a difference of 4 diopters.